Event description:
During surgical procedure, a bard max-core disposable core biopsy instrument would not fire correctly to take a biopsy. When tested outside the patient, no difficulties with firing. When placed inside to obtain biopsy, instrument would only "half-fire." (Instrument has two buttons that must be depressed/set before being fired. Ref number mc1825 from bard biopsy systems. Lot rekr2361. Expiration 03/31/2028.